Manufacturer narrative:
Stroke/ ppae: the cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Event description:
A 57-year-old male with an indication for use of impella 5.5 due to acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage e, underwent device implantation on (B)(6) 2025. On the third day of impella 5.5 support, the patient remained sedated with an unknown neurologic status, and serum lactate levels again demonstrated an upward trend, indicating ongoing severe shock. On (B)(6) 2025, given the continued clinical deterioration and poor overall prognosis, the care team made the decision to withdraw care. The patient subsequently expired following withdrawal of support. Based on the available information, the patient¿s death appears related to the underlying critical illness and refractory cardiogenic shock rather than a device performance issue. The customer did not report any device malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.